Manufacturer narrative:
Omsc evaluated the second product and found that the coating of the probe was partially missing. Based on the past similar cases, it was known that the coating of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatectomy, two subject products were used. It was reported as follows; in the procedure, the tissue pad of the first product was stuck out from the grasping section. The intended procedure was continued with the second product. The tissue pad of the second product was stuck out from the grasping section. The intended procedure was completed with another device. There was no patient injury reported. The second product was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on april 18, 2019, and found that the coating of the probe was partially missing. This is the report regarding the missing of the probe coating of the second product.